Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of increased pacing lead impedance measurements could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal. Pacing lead impedance and high voltage lead impedance measurements were normal. The cause of the reported field event could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices were filed under separate medwatch manufacturer reports.

Event description:
It was reported that several days post-implant, the device registered several increased pacing lead impedance values. X-ray imaging showed no signs of lead dislodgement. The device was explanted and replaced.